Event description:
There was dampened waveform and no blood return. The iab was removed and a second was inserted. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: none from the event - reported 4/3/97. Pt's current status: unk - rpt'd 4/3/97.